Event description:
It was reported that a new ilet pump would not accept a new insulin cartridge because the cartridge did not fit properly, and the user observed apparent adhesive or sealant inside the pump coming off, leading to an out-of-box device failure and a nonfunctional pump. Symptoms included no change in blood glucose and no clinical effects. Outcomes included a replacement device shipped to the user and instructions provided to shut down the device and return it, with data backup to the mobile app advised. Investigation included a customer service assessment and troubleshooting that confirmed a mechanical fitment and internal component issue associated with the cartridge interface. Investigation of the returned device revealed a mechanical integrity problem consistent with adhesive or seal degradation within the pump¿s cartridge chamber, resulting in failure to assemble and loss of function.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.